Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through soft density tissue using the maxcore instrument. During the procedure, the outer cannula can't be fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Three electronic photo was provided and reviewed. The first photo shows that the partial view of the maxcore device in half prime position, a blood residue was noted on the needle. The second photo shows that packaging was open and also labeling information was provided on their package which was not clear. Third photo shows that the partial view of the maxcore device in full prime position. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review for both the device. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through soft density tissue using the maxcore instrument. During the procedure, the outer cannula can't be fired. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.